Event description:
It was reported that during a laparoscopic band, an error four was displayed on the generator. A competitor's device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and gave an error code 4. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.